Event description:
(B)(6) first report of retrievals for statement of work 10 for q3 of 2025. (B)(6) is the research location, and not the facility of placement. A (B)(6) implant was revised and reviewed for analysis. Reason for revision: revision due to periprosthetic fracture with zimmer femoral stem. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).